Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jul2020.

Event description:
The field service engineer (fse) reported scratches on the central part of the touch panel. The (fse) confirmed the reported failure. The (fse) replaced the touch screen to fix the reported issue. The unit passed all performance verification testing and it returned to service. The unit was not in use when the reported problem occurred.

Manufacturer narrative:
G4:17dec2020 b4:(B)(6)2020 the touchscreen was returned to manufacturer to failure investigation (fi) for analysis. Customer complaint verified. Scratch in touchscreen confirmed. Root cause is physical damage. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.